Event description:
The pt was a 79 yr old female admitted for ptca and stent replacement. After inserting the iab, the physician tried to remove the guide wire and it would not come out. It was kinked at the distal tip of the catheter. The physician cut the catheter which released the vacuum so the bladder unwrapped. Removal of the iab was very difficult, but it finally was removed. The pt had bleeding which required four units of blood. The pt expired on 11/20/96 of an acute mi, not related to this incident.